Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-07366. It was reported the patient is not receiving effective stimulation. The patient underwent surgical intervention on (B)(6) where the leads were removed and replaced.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-07366. Follow up information identified the patient was not receiving coverage for the pain. The patient is doing very well now and virtually pain free. The issue has resolved.